Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device is carefully removed, but due to fibrosis, is fractured. There are 4 pieces') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The patient's medical history included cholecystectomy in 2011, depression, weight loss, weight gain, nausea, vomiting, multi gravida (gravida 4), parity 2 (para 2), molar pregnancy, musculoskeletal deformity, hypothyroidism, pregnancy with iud, anemia, obesity (body mass index 31.97 kg/(ma2).,), pelvic pain, chlamydial infection, endometriosis of uterus, osteoarthritis, bipolar disorder and fractured pelvis nos. Thyroid checked early on which was normal. 1 hr glucose tolerance test was normal. Her gss is negative. Blood type was a positive. She was a rubella immune. She was gbs negative. Previously administered products included for an unreported indication: metrogel, ibuprofen, mirena, oxycodone, trileptal and ondansetron. Past adverse reactions to the above products included device expulsion with mirena. Family history included uterine cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with nsaids and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5 from the right tube. The number of expanded coils that appeared trailing into the uterine cavity was 7 from the left tube. Discrepant information regarding insertion date- previously reported (B)(6) 2013(summons) and now in current ppf (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on an unknown date: cervix, endocervix, curettage: tissue did not survive processing. Hysterosalpingogram - on (B)(6) 2013: the fallopian tubes are occluded by the essure device bilaterally. Concerning injuries reported in this case the following ones were described in patient medical records device breakage most recent follow-up information incorporated above includes: on 12-sep-2019: mr received: event injury was replaced with the essure device is carefully removed, but due tofibrosis, is fractured. There are 4 pieces. Medical history, lab data, historical drugs, treatment drugs , lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device is carefully removed, but due to fibrosis, is fractured. There are 4 pieces') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2011, depression, weight loss, weight gain, nausea, vomiting, multi gravida (gravida 4), parity 2 (para 2), molar pregnancy, musculoskeletal deformity, hypothyroidism, pregnancy with iud, anemia, obesity (body mass index 31.97 kg/(ma2).,), pelvic pain, chlamydial infection, endometriosis of uterus, osteoarthritis, bipolar disorder and fractured pelvis nos. Thyroid checked early on which was normal. 1 hr glucose tolerance test was normal. Her gss is negative. Blood type was a positive. She was a rubella immune. She was gbs negative. Previously administered products included for an unreported indication: nuvaring, mirena, metrogel, mirena, ondansetron, oxycodone, trileptal and ibuprofen. Past adverse reactions to the above products included device expulsion with mirena. Family history included uterine cancer. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"). In 2016, the patient experienced vaginal infection ("infection (bladder/infection (bladder/type: vaginal infections"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hyperhidrosis ("hormonal changes describe: excessive sweating"), mood altered ("hormonal changes describe: mood changes"), abdominal pain lower ("lower abdomen pain"), adnexa uteri pain ("ovaries pain/ discomfort in my ovaries"), alopecia ("hair loss"), abdominal distension ("bloating"), bacterial vaginosis ("we did a pap smear and I was diagnosed with an bv infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs") and was found to have weight increased ("weight gain") and ph body fluid abnormal ("ph imbalance"). The patient was treated with nsaids and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, hyperhidrosis, mood altered, abdominal pain lower, adnexa uteri pain, fatigue, alopecia, weight increased, ph body fluid abnormal, bacterial vaginosis, bladder disorder and urinary tract disorder outcome was unknown, the dysmenorrhoea, vaginal infection, abdominal distension, pelvic pain and abdominal pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bacterial vaginosis, bladder disorder, depression, device breakage, dysmenorrhoea, fatigue, hyperhidrosis, mood altered, pelvic pain, ph body fluid abnormal, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5 from the right tube. The number of expanded coils that appeared trailing into the uterine cavity was 7 from the left tube. Discrepant information regarding insertion date- previously reported (B)(6) 2013(summons) and now in current ppf (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Colposcopy - on an unknown date: cervix, endocervix, curettage: tissue did not survive processing. Hysterosalpingogram - on (B)(6) 2013: the fallopian tubes are occluded by the essure device bilaterally. Concerning injuries reported in this case the following ones were described in patient medical records device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information updated. New events: pelvic pain, abdominal pain, bladder probs, urinary probs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device is carefully removed, but due to fibrosis, is fractured. There are 4 pieces') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2011, depression, weight loss, weight gain, nausea, vomiting, multi gravida (gravida 4), parity 2 (para 2), molar pregnancy, musculoskeletal deformity, hypothyroidism, pregnancy with iud, anemia, obesity (body mass index 31.97 kg/(ma2).,), pelvic pain, chlamydial infection, endometriosis of uterus, osteoarthritis, bipolar disorder and fractured pelvis nos. Thyroid checked early on which was normal. 1 hr glucose tolerance test was normal. Her gss is negative. Blood type was a positive. She was a rubella immune. She was gbs negative. Previously administered products included for an unreported indication: nuvaring, mirena, metrogel, mirena, ondansetron, oxycodone, trileptal and ibuprofen. Past adverse reactions to the above products included device expulsion with mirena. Family history included uterine cancer. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced vaginal infection ("infection (bladder/infection (bladder/type: vaginal infections"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hyperhidrosis ("hormonal changes describe: excessive sweating"), mood altered ("hormonal changes describe: mood changes"), abdominal pain lower ("lower abdomen pain"), adnexa uteri pain ("ovaries pain/ discomfort in my ovaries"), alopecia ("hair loss"), abdominal distension ("bloating") and bacterial vaginosis ("we did a pap smear and I was diagnosed with an bv infection") and was found to have weight increased ("weight gain") and ph body fluid abnormal ("ph imbalance"). The patient was treated with nsaids and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, hyperhidrosis, mood altered, abdominal pain lower, adnexa uteri pain, fatigue, alopecia, weight increased, ph body fluid abnormal and bacterial vaginosis outcome was unknown, the dysmenorrhoea, vaginal infection and abdominal distension had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, bacterial vaginosis, depression, device breakage, dysmenorrhoea, fatigue, hyperhidrosis, mood altered, ph body fluid abnormal, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5 from the right tube. The number of expanded coils that appeared trailing into the uterine cavity was 7 from the left tube. Discrepant information regarding insertion date- previously reported (B)(6) 2013(summons) and now in current ppf (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Colposcopy - on an unknown date: cervix, endocervix, curettage: tissue did not survive processing. Hysterosalpingogram - on (B)(6) 2013: the fallopian tubes are occluded by the essure device bilaterally. Concerning injuries reported in this case the following ones were described in patient medical records device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : reporters information updated. Events added- dysmenorrhoea, hyperhidrosis, mood altered, vaginal infection, adnexa uteri pain, abdominal pain lower, depression, fatigue, alopecia, weight increased, abdominal distension, ph body fluid abnormal, bacterial vaginosis. On (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.